Event description:
Admitted for implantable cardiac defibrillator (ICD) implantation. Current ICD generator was at end of life. During testing of the lead for sensing and pacing and defibrilation efficacy, it became apparent that there was a fracture of the conductor in the shock circuit.